Event description:
Customer reported she was hospitalized for high blood glucose of 1050 mg/dl. Symptoms were she wasn't thinking clearly and was vomiting. Customer's husband took her to the emergency room. The drive support cap was reported normal. Customer was advised to disconnect at the quick release. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Battery alarms were noted due to customer inserting used batteries instead of new ones. Customer was advised to do a complete set change when highs occurred. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.